Event description:
An ophthalmologist's office forwarded info of a female pt experiencing acanthamoeba keratitis while including complete moisture plus solution in her lens care regimen. Pt is being treated with several antibiotics. Pt's ae began eight months ago; current va = hand motion only. Doctor is not certain that the solution is cause of ae, as he has five pt's that live within several miles of each other that have experienced similar ae (only one other pt has also been using complete moisture plus, reference MDR 2020664-2006-00148). He believes that the water may possibly be the source of contamination. Add'l info provided indicated onset of ae as may 19, 2005; "corneal ulcer/keratitis, cultures taken the following month positive for acanthamoeba. Treatment as follows: brolene, phmb and neomycin once every hour od, zyma qid od, intraconizol tablets p.o.. Pt since diagnosed with glaucoma, vision nolp. On betimol qd od, xalatan od, alphagan bid od, diamox 500mg t.i.d., adoxycyclne 100 mg bid." Event severity indicated as severe, with outcomes identified as eyesight threatening, permanent impairment or disability, treated with rx drug, and still under treatment. Add'l info requested from pt; no response.

Manufacturer narrative:
Retain sample analysis: microbiology analysis results are correct, and all parameters are within established acceptance criteria. Retain sample was bioburden free; solution as released by MFR was sterile. Complaint unit was submitted for microbiology eval; results indicate presence of protozoans. Based on eval results, contamination of the device is likely to have occurred after prod was released by MFR.